Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope's adhesive on the bending section cover and the light guide lens were chipped, and the forceps channel port was corroded. There was no patient involvement.